Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3. The cause of the purge disc detection issue on (B)(4) was a broken mechanical lever within the purge pressure sensor.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in an 80-year-old male patient presenting with high-risk percutaneous coronary intervention (hrpci). Patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During use, the console displayed an error indicating it could not read the purge disc and would not advance to the next screen. A new purge disc was attempted with no resolution; however, the same purge disc worked on a new console. The device is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
Updated information: b5 clinical narrative updated. D6a/b should have been omitted in the initial report as these fields are not applicable for this device. D9 device return date added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an automated impella controller failed to read the purge disc and would not advance to next screen. A new purge disc was used but the issue persisted. The same purge disc worked on a new controller. A new controller was used to continue patient support. No patient harm was reported.